Event description:
It was reoprted that the customer received lost sensor alarms and a recurring alarm on his insulin pump, indicating a problem with wireless functionality. It was also stated that the customer was having issues with the blood glucose meter communicating with the insulin pump. The customer's blood glucose was 6.1 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during self test due to faulty connectors on remote frequency board. Unable to test with glucose sensor simulator test due to alarm. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.